Manufacturer narrative:
Investigation results: the complaint of substance on the tip of the catheter was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard device was received with two open unit packages from lots 4136123 and 4141580. A visual inspection of the returned sample confirmed that a black substance was present on the external surface of the catheter near the tip. The ftir analysis showed that the closest match of the material was silicone oil, which is used to lubricate the catheter. It is unknown if the material was discolored due to oxidation or a mixture with a dark colored substance. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc foreign matter on needle. The following information was provided by the initial reporter: I do have a bd insyte autoguard bc that has some ¿substance¿ on the tip. This was noticed upon opening. I have saved it for you. It was one of two different lots; they were sure which one. But I kept both of the packages. Can you please provide an exact date of event? March 24th, 2025, 28 april. Could you please confirm if the reported 'substance' was found on the catheter/needle tip or on the outside cap/cover? On the tip of the needle.